Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 232.6040 on their 8100. Failure device type: failure problem type: failure mode: case resolution: informed customer this is due to the display board. Customer has display boards on stock and will replace. Ended call. Called back the following morning. - number had been disconnected. Closed case. Ref: (B)(4).